Event description:
It was reported patient enrolled in a clinical study underwent a left total knee arthroplasty on (B)(6) 2004. A review of postoperative radiographs and invoice history indicate patient underwent total knee arthroplasty on their right side on that date. Subsequently, patient underwent an irrigation and debridement procedure due to a cellulitic condition and an imperfect wound. The bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.